Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular pace impedance was steady at approximately 492 ohms through (B)(6) 2015, drops to 76 ohms on (B)(6) 2015 and remains there. The r-wave amplitude is steady at approximately 13 millivolts through (B)(6) 2015 and drops to 4.875 millivolts on (B)(6) 2015. (B)(4).

Event description:
It was reported that right atrial and right ventricular lead warnings were seen at an in-office check. A wide variation in device daily measurements of lead impedances was noted. The right ventricular lead had low impedance; the right atrial lead had high impedance. Activity counters were not accurate and overestimated daily activity. At the device check, it was also noted there was no sensing in the right ventricular lead and poor atrial lead sensing. Oversensing on the atrial lead to nonphysiologic mode switches. The device was thought to have an unexpected lower longevity. The device was explanted and replaced. Both leads remain in use. No patient complications have been reported as a result of this event.